Event description:
It was reported that during implant attempt, there was intermittent capture. The device paced in unipolar configuration once in the pocket. The lead was disconnected and tested through the analyzer, with normal function. When reconnected to the device, there was loss of capture again. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.